Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via phone call that the customer was hospitalized for a high blood glucose of 445 mg/dl and diabetic ketoacidosis on (B)(6) 2016. The patient experienced nausea, abdominal pain, chest pain, and headache, and he was treated via manual insulin injection and IV drip. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was not performed. The insulin pump was not returned for analysis.